Event description:
It was reported that the asymptomatic patient presented for follow-up with over-sensed noise exhibited by the implantable cardioverter defibrillator. It was determined that over-sensing was due to electromagnetic interference (emi). No interventions were made. The patient was in stable condition.